Event description:
Allegedly, during an intubation after the laryngoscope blade attached to the handle was introduced, the top of the handle separated causing the blade to make contact with patient's tongue resulting in small tissue tear at the base of the tongue. No medical attention was necessary. The instrument was replaced and intubation completed.

Manufacturer narrative:
We have received the instrument and confirmed that the top has come off the handle. It was in use for approximately 4 years. Possible cause is wear of use. The tops are now welded on.

Manufacturer narrative:
The hospital initially sent in a device that was not involved in the event. They are now sending in the correct device.